Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Concomitant medical product- therapy date: apr 5, 2016; universal 2-hole shell liner catalog# 14-103656 lot# 151980; e-poly maxrom acetabular liners catalog# ep-105994 lot# 572350; biolox delta ceramic head catalog# 650-0661 lot# 2015061449; biomet screws (20 mm and 25 mm) catalog# ni lot# ni. (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) was performed and no manufacturing deviations or anomalies were noted, however, there were deviation reports attached to DHR for scratches and unacceptable marks on the neck flat, as a result of which rework was performed. A second deviation report was attached for removal of test house inspection; however the deviations did not lead to rejection of the product. Review of the complaint history identified one additional complaint associated with the item number and no complaints associated with the lot number. Without an opportunity to examine the device, the root cause could not be determined and the event could not be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, ¿intraoperative or postoperative bone perforation or fracture¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip surgery on (B)(6) 2016. It was also reported that during the procedure, there was an intraoperative periprosthetic fracture, which was fixed through wire fixation. No further information was provided and the patients outcome is unknown.